Event description:
It was reported that the implant was removed due to a fractured of the implant.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Last name unknown / not provided. Device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned implant identified a fracture around collar area of the implant. Implant shows wear and signs of use. Also shows thread damage and what had the appearance of human tissue and or bone residue. Functional testing could not be performed since the product was fractured. The patient was noted to have moderate density (type ii) bone. The reported device had been placed on tooth #19 for approximately 3 years. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant was removed due to a fractured of the implant. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.